Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The sensor has been given different readings than what the actual blood glucose levels was. The customer believes the insulin pump is working as designed and troubleshooting was only done for the sensor. The insulin pump was not returned for analysis. The sensor and serter will be returned for analysis.